Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc presumes that the event occurred due to either of the following possible causes. The bending of the tube occurred due to applying bending load to the tube when the device was inserted into the endoscope. The frictional resistance between the tube and the needle tube increased due to the bending of the tube. The needle could not be retracted into the tube. The bending of the tube occurred due to applying bending load to the tube when the device was inserted into the endoscope. The frictional resistance between the tube and the needle tube increased due to the bending of the tube. The jointing portion of the needle tube was broken when the slider was pulled. The needle could not be retracted into the tube. The instruction manual of the device has already warned as follows; when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid.

Event description:
During a colonoscopy, the subject device was used. Although the user tried to retract the needle of the subject device, the needle could not be retracted into the tube. The intended procedure was completed. No patient injury was reported. This is the report regarding the inability to retract the needle.